Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. However, during first inflation the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.